Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 400's mg/dl; cause was not known. Customer attempted to self treat with a correction bolus and manual injection. At the hospital customer was kept on the pump and treated with a manual injection and fluids to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.